Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead delivered anti-tachycardia pacing (atp) and several shocks. Some of the therapy was inappropriate for an elevated sinus rate, however, some of the therapy was appropriate for a slow ventricular tachycardia (vt). Review of the stored episodes noted that during shock therapy for a vt episode, the shock accelerated the rhythm into the ventricular fibrillation (vf) zone, however, a subsequent shock was delivered and converted the rhythm. Further review noted that following delivery of shock therapy for one of the episodes, a high out of range shock impedance measurement greater than 125 ohms was recorded and resulted in the device recording a shock lead open message. It was noted that this was the only shock delivered in reverse polarity. A copy of device memory was submitted for analysis. Analysis of device memory confirmed that only one high out of range shock impedance measurement was recorded and was the only negative polarity shock delivered recently. In addition, the charge time of the subsequent charge and shock attempt was about 2 seconds less due to residual charge on the capacitors due to the recorded shock lead open condition. Analysis concluded that this indicated that the load was high impedance and not completely open. Further analysis concluded that the higher impedance on the reversed polarity may indicate a problem with the lead or internal device hardware. Troubleshooting options were discussed to determine the cause. An invasive procedure was performed. The device was explanted and replaced and the rv lead remains implanted and in service. No additional adverse patient effects were reported.